Event description:
Patient was being prepared to be taken ICU to cat. Scan to have a scan done. Patient was on ventilator at 85% 02. Respiratory tech took patient off vent and started to ventilate patient with manual resisitator and portable 02 tank. 02 tubing popped off of tank. Reattachment was difficult and came right back off. Reattached using adapter. Again, tubing popped off. Attached to wall flow meter and popped off. Patient was then reattached to ventilator. After this resuscitator was discovered to have occluded 02 tubing at coupler to bag. During the above event with resuscitator patient became bradicardic and hypoxic. Approxiametely 1 min. After coming off vent. 15 hours later patient coded and expired. Attending physician believes physician cancelled cat scan. Physician believes the results of cat scan might have changed outcome.